Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: brief inquiry description: catheter could not thread or remove. Detailed inquiry description: epidural placement was attempted and catheter was threaded. Anesthesia had difficulty threading the catheter and attempted to pull it out and the catheter tip was unable to be removed. The catheter was cut and catheter tip sent to lab. No injury reported.